Manufacturer narrative:
As per internal review, the patient has not experienced posterior capsule rupture. Hence, patient event code "2639 - e0801 - capsular bag tear" has been removed. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery (cataract extraction with intra ocular lens implant), an ophthalmic cannula came off the syringe. It was further reported that the patient experienced iris hemorrhage which was controlled intraoperatively. The procedure was completed. The current patient status was unknown.

Manufacturer narrative:
Additional information provided in a.1., a.2., a3.b and b.6. Corrected and additional information provided in b.5., h.6. And h.11. Upon reassessing the available information, the supplemental decision to report manufacturing report number 1644019-2024-00973, follow up# 2 was submitted in error and an additional report will be submitted with corrected information for this same manufacturing report number inclusive of the investigation results. The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. A review of systems applications and products for the reported pak confirmed there is no 1 milli liter syringe inside this pak. There is only a 3 cubic centimeter luer lock and a 5 cubic centimeter/6 cubic centimeter luer lock syringe inside this pak. The evidence suggest the customer did not use the syringes from the company pak. It could not be confirmed if the 1 cubic centimeter syringe was company product. The source of the customer's complaint is likely related to using a unknown syringe from another source. No physical sample was received to evaluate the components therefore we could not conclusively determine root cause. However, a review of the manufacturing data for the reported pak indicated there is no 1 cubic centimeter syringe which the customer stated they used with the cannula provided in the company pak. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
This record will be retained to investigate the syringe present in custom pak. Previous report was submitted in error and an additional report will be submitted with corrected information inclusive of the investigation results.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery (cataract extraction with intra ocular lens implant), an ophthalmic cannula came off the syringe and caused the posterior capsule rupture. It was further reported that the patient experienced iris hemorrhage which was controlled intraoperatively. The procedure was completed. There was patient contact and slight patient harm. The current patient status was unknown. This report pertains to custom pak involved in these reported events (case 2 of 2).

Event description:
Upon further review of the file, it was determined that the suspect product was the irrigating 27 gauge cannula that was a part of the custom pak/pik pak where the cannula had come off the syringe and custom pak/pik-paks were not at all involved for reported adverse events during the procedure.

Manufacturer narrative:
Corrected information provided in b.5. And h.11. Upon further review of the file, it was determined that the suspect product is the irrigating 27 gauge cannula that is a part of the custom pak/pik pak where the cannula had come off the syringe and custom pak/pik-paks were not at all involved for reported adverse events during the procedure. The initial report was submitted in error. No further reports will be scheduled under mfg. Report num. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.